Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono biplane system. During an interventional procedure, the user reported a tube hot error as well as anode errors. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. The log file analysis shows that there was an issue with the anode of plane a. Rac (rotating anode circuit) errors for plane a could be identified. The most common potential root causes for anode bearing blockings are: insufficient lubrication particles within the bearing gap overheating of the bearing after exchange of the x-ray tube the system worked as intended. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold, therefore, no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.